Event description:
A customer reported an issue with the incorrect time setting on their device, which was more than five minutes off. There was no adverse impact to the customer's blood glucose level as previous settings did not result in blood glucose levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the customer in updating the pump time and advised monitoring for any future discrepancies, which the customer acknowledged.